Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with a 325cc smooth mentor memorygel breast implant has experienced postoperative right-sided rupture. As a result, the patient underwent explantation and replacement with unspecified breast implant in 2010. Date of explantation was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
After secondary review of this file performed on 26-feb-2020, it was decided to remove device code material rupture (1546) and add device code adverse event without identified device or use problem (2993) due to event already reported under manufacturer report number 1645337-2020-02895. And mentor became aware that the patient experienced postoperative bilateral capsular contracture, baker grade unknown. As a result, the patient underwent explantation and replacement with 300cc smooth mentor memorygel breast implant, catalog # 3503001bc, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2016. This medwatch report is for the right-sided implant. Reason for device explant and/or reoperation: capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had suspected ruptured right implant per physician¿s note. Patient also had right-sided breast mass and underwent breast tissue lump removal on the day of explantation on (B)(6) 2016, and physician also noted suspect siliconoma on the right side. In addition, patient underwent bilateral nipple reconstruction on (B)(6) 2009 due to right-sided issues that occurred prior to breast augmentation, and progressed after breast augmentation. Manufacturer¿s reference number: (B)(4).